Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a video of the customer's report was provided. Review of the video did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The complaint is closed as observed in customer returned data. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to an integrated circuit on the digital board. The digital board will replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.